Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 27 bd¿ syringes with bd luer-lok¿ tip were clogged. The following information was provided by the initial reporter: "performed a 100% inspection of the order and identified a total of 27 clogged cannula."

Manufacturer narrative:
H6: investigation summary: it was reported during the qc in-process visual inspection and operator identified parts to have foreign particulates completely clogging the inside of the tips. To aid in the investigation, three samples in a plastic bag and three photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. Two of the photos show a needle tip and the third photo shows what appears to be a dark colored needle with white foreign matter at the tip. No other defects or imperfections were observed. It could be possible the symptom reported is induced during the customer's processing. A device history record review was completed for provided material number 301664, lot number 1236724. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 27 bd¿ syringes with bd luer-lok¿ tip were clogged. The following information was provided by the initial reporter: "performed a 100% inspection of the order and identified a total of 27 clogged cannula."